Event description:
It was reported that during preparation for ptca treatment procedure, the maverick monorail balloon was found to be leaking. The device did not have contact with the patient during this event. No patient injuries or procedural complications were reported.